Manufacturer narrative:
Device evaluation: analysis of the returned device identified, opening on the valve, creases fold and opening on the shell. Leak test and microscopic analysis was performed which identified, the valve crack, wear abrasion and striated opening on posterior. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. A striated opening assessed as surgical damage consist in the use of some surgical tool. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.